Event description:
It was reported that dr. Momont removed the 5 x 9 cr triathlon tibial insert and replaced it with a 5 x 16 cr triathlon tibial insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in a supplemental report. Not returned.